Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that actions taken to resolve the high impedances was a possible lead revision was discussed, but there was no decision made yet, but stated august 2019 was discussed. The high impedance issue had not been resolved. It was indicated the patient had experienced a loss of effective therapy, which was related to the high impedances. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019. Product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019. Product type: lead. Analysis of the lead (B)(4) found five conductors were broken 20.0 cm from the distal end. Analysis of the lead (B)(4) found the stimulator lead conductor was broken. It was found that two conductors had high erratic resistance outside of the impedance specification. The resistance was erratic when the lead was flexed at the bend location 22.8 cm from the distal end. Several filars may be broken in the two conductors. The conclusion code 11 no longer applies. The results code 3233 no longer applies. The conclusion code 4118 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 977a260 serial# (B)(4). Implanted: (B)(6) 2016 serial# (B)(4). Implanted: (B)(6) 2016. Product type lead b1. Correction: supplimental report should have updated b1 to adverse event and product problem h6. Correction: patient code c50526 applies and c76143 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins and leads has not yet begun. A follow up report will be submitted once analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that electrodes 0, 3, 4, and 6 read greater 10,000 ohms. It was unknown if there were any factors that led to the reported issue. An impedance tests and an x-ray was performed. The x-ray indicated no lead migration. Reprogramming around the out of range electrodes was done but the issue was not resolved. No surgical intervention occurred but it was unknown if surgical intervention was planned. The rep indicated that they would follow-up for more information. It was asked but was unknown when the event occurred. No further complications were reported/anticipated.